Event description:
A pt reported blood glucose results of "252, 295, 105, 180, 170, 205, 162, and 190 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.

Event description:
A patient reported blood glucose results of "252, 295, 105, 180, 170, 205, 162, and 190 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms or precision. The meter, test strips, and control solution are being replaced.